Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) . (B)(4) - no consequences or impact to patient, no lens malfunction. (B)(4). Lens not returned.

Manufacturer narrative:
Evaluation:conclusions - based on the complaint history, the cause of the event has been determined to be patient related. (B)(4)

Event description:
The reporter stated the surgeon inserted an aa4204vl silicone single piece lens but after placement of the lens, it was noted, due to the patient's large and flaccid capsule bag, it was quite difficult to place the lens in the bag and the lens would not maintain proper centration. The lens was removed with no patient injury, no sutures needed. The reporter stated the event was due to the patient's anatomy and was not due to the lens.